Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Devices implanted and involved in this event: pcc121200/0228014.

Manufacturer narrative:
(B)(4): added the patient¿s medications: protonix, amyloid pine, aspirin, plavix, tradjenta, looressor, altace, pravachol, and flosimax.(B)(4).

Event description:
On (B)(6) 2014, follow-up imaging showed that aneurysmal growth was identified. It was reported the amount of growth is unknown. It was reported that the physician believes the aneurysm enlargement was caused by endotension due to not seeing any evidence of endoleak.

Event description:
On (B)(6) 2004, the patient underwent treatment of an abdominal aortic aneurysm with a gore excluder® bifurcated endoprosthesis trunk-ipsilateral leg component and contralateral leg component. On an unknown date, follow-up imaging showed that aneurysmal growth was identified. It was reported that the physician believes the aneurysm enlargement was caused by endotension due to not seeing any evidence of endoleak. On (B)(6) 2014, an additional procedure was performed whereby the previously implanted devices were relined with three additional gore® excluder® aaa endoprostheses. The patient tolerated the procedure.